Event description:
It was reported that after cleaning at the user facility the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported leak of rust residue was duplicated by a manufacturer repair technician through visual inspection. Upon inspection, the leak was found to be corrosion, which can be caused by improper or non-recommended cleaning procedures.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that after cleaning at the user facility, the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.